Event description:
The patient was revised because of loosening of competitor product, but poly wear of depuy product was noted.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product distribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended.